Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545. E1: patient city: (B)(6). Patient country: slovakia.

Event description:
It was reported that the patient experienced hyperglycemic event while administering bolus for lunch on (B)(6) 2026 and was treated with insulin via bolus. The blood glucose was high for three to four hours.